Manufacturer narrative:
Additional information - h7. Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed jaw breakage and disassembly. Additionally, the handle function was not smooth and consistent, and jaw misalignment was observed. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the lot # was not made available of the device in question. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm the failure mode of jaw breakage. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
If additional information or investigation results are provided, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with a prestige grasper. One side of the jaw broke intraoperatively, as the surgeon was using the instrument to clamp/retract. The device fragment was retrieved laparoscopically and put into a gallbladder bag for removal. There was a 20-30 minute delay during the gallbladder surgery; the procedure was completed successfully using another grasper. Patient outcome was confirmed to be positive.